Manufacturer narrative:
Additional information: h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). The fst was unable to duplicate the reported uf issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The fst confirmed finding damage on the blood tubing holder panel; however, this was not related to the allegation of the machine removing too much fluid. Based on the results of the evaluation performed by the fst, the reported uf issue could not be confirmed.

Event description:
The biomedical technician from a user facility reported to fresenius technical support that a 2008t hemodialysis (hd) machine had a damaged blood tubing holder panel and was removing too much fluid from a patient. A fresenius field service technician (fst) was dispatched to the facility to evaluate the machine. Upon follow-up with the fst, it was confirmed that the plastic blood tubing holder panel was damaged. The fst replaced this part, and the damaged one was discarded. The fst also performed ultrafiltration (uf) testing and confirmed the uf was working properly. The machine was pulling exactly 24 strokes, as calibrated. The blood pump settings were checked and confirmed to be set at 2.6 for neonatal bloodlines, as requested by the customer. The fst said the machine needs to be recalibrated when switching between neonatal, pediatric, and adult patients. The fst did not think the facility was doing this. At one point ¿a few months ago¿, the fst said the facility had all machines set to the same calibrations, regardless of whether they were being used for neonatal, pediatric, or adult treatments. The fst also indicated that the machine has a minimum weight limit which is specified in the user manual and suggested that the patient may have been below the limit. The fst was told that only one patient was experiencing uf issues. Per the fst, when it¿s just one patient experiencing issues, this is typically a sign that the machine is not the problem. Additional details from the user facility were provided upon follow-up with the clinical service leader (csl). It was discovered that the patient involved experienced multiple episodes of hypotension over the past 6 to 9 months during hd therapy, and it was attributed to the removal of too much fluid. The csl said they constantly weigh this patient throughout treatment to ensure the correct amount of fluid is being removed. The csl said this machine is only used for neonatal and pediatric patients. They acknowledged that the machine needs to be recalibrated when switching between the two, but they could not confirm that this was always being done. The csl was not aware of the weight limit requirement. The csl said the episodes of hypotension required fluid replacement (modality of fluid replacement not reported). The patient experienced visible agitation during these events. It was affirmed the patient was always able to recover from these temporary events. The csl said they would often turn off the uf and make adjustments to the settings during treatment, in an effort to manage the patient¿s symptoms. Further event details (uf numbers, pre and post treatment weights etc.) Were unable to be provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or device.

Event description:
The biomedical technician from a user facility reported to fresenius technical support that a 2008t hemodialysis (hd) machine had a damaged blood tubing holder panel and was removing too much fluid from a patient. A fresenius field service technician (fst) was dispatched to the facility to evaluate the machine. Upon follow-up with the fst, it was confirmed that the plastic blood tubing holder panel was damaged. The fst replaced this part, and the damaged one was discarded. The fst also performed ultrafiltration (uf) testing and confirmed the uf was working properly. The machine was pulling exactly 24 strokes, as calibrated. The blood pump settings were checked and confirmed to be set at 2.6 for neonatal bloodlines, as requested by the customer. The fst said the machine needs to be recalibrated when switching between neonatal, pediatric, and adult patients. The fst did not think the facility was doing this. At one point ¿a few months ago¿, the fst said the facility had all machines set to the same calibrations, regardless of whether they were being used for neonatal, pediatric, or adult treatments. The fst also indicated that the machine has a minimum weight limit which is specified in the user manual and suggested that the patient may have been below the limit. The fst was told that only one patient was experiencing uf issues. Per the fst, when it¿s just one patient experiencing issues, this is typically a sign that the machine is not the problem. Additional details from the user facility were provided upon follow-up with the clinical service leader (csl). It was discovered that the patient involved experienced multiple episodes of hypotension over the past 6 to 9 months during hd therapy, and it was attributed to the removal of too much fluid. The csl said they constantly weigh this patient throughout treatment to ensure the correct amount of fluid is being removed. The csl said this machine is only used for neonatal and pediatric patients. They acknowledged that the machine needs to be recalibrated when switching between the two, but they could not confirm that this was always being done. The csl was not aware of the weight limit requirement. The csl said the episodes of hypotension required fluid replacement (modality of fluid replacement not reported). The patient experienced visible agitation during these events. It was affirmed the patient was always able to recover from these temporary events. The csl said they would often turn off the uf and make adjustments to the settings during treatment, in an effort to manage the patient¿s symptoms. Further event details (uf numbers, pre and post treatment weights etc.) Were unable to be provided.